Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported event of thread damage. A complaint database search on the provided product code identified similar reports which were attributed to product wear out and or misuse. Based on the overall condition of the device suggesting heavy usage, the root cause is attributed to misuse secondary to product wear out. Based on the root causes of misuse secondary to product wear out through heavy usage, corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of thread damage. A complaint database search on the provided product code identified similar reports which were attributed to product wear out and or misuse. Based on the overall condition of the device suggesting heavy usage, the root cause is attributed to misuse secondary to product wear out. Based on the root causes of misuse secondary to product wear out through heavy usage, corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Threads are crushed.